Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported complaint of low amplitude of the signal in the right ventricle could not be verified. Normal lead impedance was measured when the helix was in extended position. The analysis was normal. No anomalies found.

Event description:
It was reported that during implant, amplitude of the lead signal in the right ventricle measured with the lead was very low even after repositioning of the lead several times. The lead was not used.